Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 376 mg/dl. The customer stated that she was getting constant no delivery alarms prior to the hospitalization. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test. Advised the customer that the insulin pump would be replaced due to the multiple no delivery alarms.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.